Event description:
Updated event description: it was reported that during a trochanteric fixation nail of an intertrochanteric fracture on (B)(6) 2019, a cannulated stepped drill bit was broken. During the procedure, the nail had been inserted. The helical blade guide sleeve was locked into the 130 degrees aiming arm and was rotated counterclockwise to advance the sleeve down to lateral cortex of the bone. As the surgeon was adjusting the 3.2mm guidewire (in order to get perfect placement in the femoral head) he intermittently rotated the buttress nut clockwise in order to assist him with placement. The surgeon then advanced the 3.2mm guide wire through the trocar¿s through the nail and into the femoral neck/head. The surgeon then used the 10mm tapered drill bit to open the lateral cortex of the femur, then used the reported drill bit. As the surgeon was advancing the drill bit it was noticed that something didn¿t sound right and immediately stop the drilling and take an x-ray to see what was going on. When the x-ray was taken it was determined that the tip of the drill bit had hit the nail upon entry and broken off in the femoral neck of the patient. The helical blade insertion sleeve was not advanced completely down to the lateral cortex resulting in incorrect alignment of the 3.2mm guide wire. The cannulated drill bit followed the path of the wire ultimately resulting in the drill bit hitting the nail.the surgeon then attempted to remove the broken piece of the drill bit but was unsuccessful. The surgeon was determined that roughly 10mm of the drill bit was left on the 3.2mm guide wire so he downsized 10mm on the helical blade and inserted the blade into the patient leaving the 10mm piece of broken drill bit in the femoral head of patient. The tfna was successfully implanted on the patient. It was also mentioned that earlier in the week surgical technologist reported that it looked like the drill bit in question needed to be replaced as the reported drill bit looked chewed up with nicks and chips in it. The technologist was been told that if there were defects in the drill bit that it would need to be discarded and replaced with a new drill bit. The technologist then placed the drill bit in a red bag and sent down to sterile processing as a broken instrument for replacement. However, the sterile processing department reprocessed the drill bit and put it back in the set. The procedure was successfully completed with 15-20 minutes of surgical delay. Patient status is unknown. This report captures the intra-op events, where the reported drill bit was broken during the surgical procedure, while related complaint (B)(4) will capture the event, where the reported drill bit was noticed to have chewed up with nicks and chips in it a week before the surgical procedure was perform. Concomitant device reported: drill bit for lateral cortex opening (part # 03.037.021, lot # unknown, quantity 1), 3.2mm guide wire 400mm (part # 357.399, lot # unknown, quantity unknown) 3.2mm trocar (part # 03.037.019, lot # unknown, quantiy unknown). This report is for one (1) buttress/compression nut

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown insertion instruments: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail of an intertrochanteric fracture on (B)(6) 2019, a cannulated stepped drill bit was broken. During the procedure, the nail had been inserted. The helical blade guide sleeve was locked into the 130 degrees aiming arm and was rotated counterclockwise to advance the sleeve down to lateral cortex of the bone. As the surgeon was adjusting the 3.2mm guidewire (in order to get perfect placement in the femoral head) he intermittently rotated the buttress nut clockwise in order to assist him with placement. The surgeon then advanced the 3.2mm guide wire through the trocar¿s through the nail and into the femoral neck/head. The surgeon then used the 10mm tapered drill bit to open the lateral cortex of the femur, then used the reported drill bit. As the surgeon was advancing the drill bit it was noticed that something didn't sound right and immediately stop the drilling and take an x-ray to see what was going on. When the x-ray was taken it was determined that the tip of the drill bit had hit the nail upon entry and broken off in the femoral neck of the patient. The surgeon then attempted to remove the broken piece of the drill bit but was unsuccessful. The surgeon was determined that roughly 10mm of the drill bit was left on the 3.2mm guide wire so he downsized 10mm on the helical blade and inserted the blade into the patient leaving the 10mm piece of broken drill bit in the femoral head of patient. It was also mentioned that earlier in the week surgical technologist reported that it looked like the drill bit in question needed to be replaced. The technologist was been told that if there were defects in the drill bit that it would need to be discarded and replaced with a new drill bit. The technologist then placed the drill bit in a red bag and sent down to sterile processing as a broken instrument for replacement. However, the sterile processing department reprocessed the drill bit and put it back in the set. The procedure was successfully completed with 15-20 minutes of surgical delay. Patient status is unknown. Concomitant device reported: drill bit for lateral cortex opening (part # 03.037.021, lot # unknown, quantity 1), unknown guide wire (part # unknown, lot # unknown, quantity unknown), unknown trocar (part # unknown, lot # unknown, quantity unknown). This is report 6 of 8 for (B)(4). This report is for an unknown insertion instruments: trauma.